Event description:
It was reported, the patient presented with symptoms of numbness, tingling in toes, and weakness in the lower left extremity. The reason was thought to be related to the lead putting pressure on a nerve. The patient¿s health care provider (hcp) did a revision of the lead to treat the nerve compression on 2015 (B)(6). During intro-op and in post-op the patient did not report any numbness or tingling. They noted having coverage of their areas of pain including their lower back and left leg.

Manufacturer narrative:
Concomitant products: lead 39565-65 surgical lead, lot #va0de4d005. (B)(4).